Event description:
This medial device report is being submitted due to a recent FDA inspection held at agfa's (B)(6) location. It was determined that 17 additional occurrences identified with the same event issue as described in MDR report , FDA # 9616389-2013-00003 required reporting to document the additional occurrences. This report is for a 13th event for the overall issue, and the 2nd occurrence from the same site reported in 9616389-2014-00011. For this new occurrence, an agfa engineer reported on (B)(6), 2013, that the site had experienced their dx-d100 unit exhibiting intermittent movement again when driving the dx-d100 unit. The agfa engineer replaced strain gauges and adjusted voltages and the unit is working smoothly. No harm was reported for this event. Agfa investigation was already underway for a reportable correction to the FDA on may 15, 2013: FDA reference # z-1487-13. For the corrections, agfa implemented mandatory service bulletins in which all affected units were replaced with new firmware and new digital motion control boards. All other documentation for the dx-d100 reportable correction will be reported via FDA z-1487-13.